Event description:
It was reported the pump felt uncomfortable to the patient and she could feel the pump moving when she moved. The patient was considering having the pump removed. It was noted the patient had spinal stenosis. As of (B)(6) 2013 the patient outcome was noted as "no injury."¿ the pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).